Manufacturer narrative:
(B)(4),

Event description:
During the procedure, it was reported during ablation, the electrical potentials of the body surface ECG suddenly disappeared. Additionally, the electrical potentials of intracardial that was attached to carto became noise and could not be interpreted. The following troubleshooting was performed but could not improve the situation; ECG-in cable was reconnected. Re-opening the study file. Workstation reboot. The procedure was carried on without using carto. After about an hour, during the procedure, it was found carto became available when the ECG-in cable was reconnected as well as re-opened the study file. The procedure was successfully completed without patient's consequence. Additional information provided stated the physician was not able to interpret both the body surface ecgs and all ic recordings due to the noise issue.

Manufacturer narrative:
(B)(4) during the procedure, it was reported during ablation, the electrical potentials of the body surface ECG suddenly disappeared. Additionally, the electrical potentials of intracardial that was attached to carto became noise and could not be interpreted. The following troubleshooting was performed but could not improve the situation; ECG-in cable was reconnected. Re-opening the study file. Workstation reboot. The procedure was carried on without using carto. After about an hour, during the procedure, it was found carto became available when the ECG-in cable was reconnected as well as re-opened the study file. The procedure was successfully completed without patient's consequence. Additional information provided stated the physician was not able to interpret both the body surface ecgs and all ic recordings due to the noise issue. The system was sent to repair center for further evaluation it was determined the reported issues weren't duplicated. The system passed atp, functional test and electrical safety test. The system was functioning per specification. Customer¿s complaint cannot be confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.